Event description:
Event description guidant received information that this newly implanted transvenous defibrillation lead exhibited non-reproducible noise on the shocking channel which resulted in the patient receiving numerous shocks. The patient was excessively moving her arms and moved all 3 leads on the day of implant. There are no allegations against the leads.